Event description:
(B)(6), an amazon customer commented that the product had returned false negatives in two out of five tests. A consumer said that two out of five tests were false negative. When he tested this product, the result was negative. He felt the result was wrong, so he went to a doctor and he got a positive result which was the same as his wife. Importer comments: this review contains two cases of false negatives. The wife' case is reported as (B)(4). Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporters consent.